Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the aviva was unavailable for use because he had no code key. Meter is not available for return, replacement sent.